Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, hematuria, leakage, and urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency.

Event description:
It was reported that following insertion, the patient experienced urinary frequency.

Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of her internal tissues,. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with extraperitoneal vaginal vault suspension, rectocele repair, and suprapubic catheter insertion.

Manufacturer narrative:
Lawyer-filed report (B)(6). The patient underwent mesh implantation in order to treat pelvic organ prolapse, apical prolapse and rectocele. It was reported that following insertion the patient experienced pain, bleeding, urinary/bowel problems, recurrence, dyspareunia, and vaginal scarring. (B)(4).